Event description:
The pump was returned for recurring loss of prime. Investigation revealed an intermittent force sensor connection. This report is made based on results of investigation completed on (B)(6) 2011.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: investigation revealed an intermittent force sensor connection. Unrelated to the complaint, investigation revealed a dim/discolored display screen and that the keypad is peeling. Display issues have no effect on insulin delivery function. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.